Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The patient experienced episodes of ventricular tachycardia and the automatic implantable cardioverter defibrillator (aicd) was triggered and shocked the patient. Weaning was successful, the device was explanted, and the procedural outcome is the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.